Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-07. H6: investigation summary: two protectors, each attached to a vial, and one injector was provided to our quality team for investigation. Upon inspection of the product, no damage or other defects were observed on the injector or protectors that could have contributed to the reported defect, no issues were identified on the product membranes, and the protectors were verified to be properly connected to the vials. It was noted in one sample, the needle penetrated the vial slightly off center on the rubber stopper, which caused the needle to be bent. Functional testing was performed, liquid could move from the vial to the syringe and back without issue and no leakages were observed between the protector and injector or any of the other connections. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane, and verification all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter: after attaching the protector (p14j) to two vials of keytruda (4 ml, liquid form), the hcp attempted to aspirate the whole amount (8 ml) with n35j attaching to the syringe (the vial was turned upside down during this operation) but aspirated only 7 ml. When visually checking the product, the hcp found that the area around the injector was wet and confirmed leakage.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter: after attaching the protector (p14j) to two vials of keytruda (4 ml, liquid form), the hcp attempted to aspirate the whole amount (8 ml) with n35j attaching to the syringe (the vial was turned upside down during this operation) but aspirated only 7 ml. When visually checking the product, the hcp found that the area around the injector was wet and confirmed leakage.